Event description:
It was reported that when the patient came in for a follow up visit interrogation of the device was not possible. The device was not pacing and there was no alert heard when a magnet was applied and no reaction to the programmer head. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. The analysis found no anomalies. The device was returned and analyzed. Analysis revealed that the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted.. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). We received performance data collected from the device and have analyzed the data. The analysis found no anomalies. The device was returned and analyzed. Analysis revealed that the device met 80% of expected longevity. The residual voltage and impedance indicates that the battery was not internally shorted.. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.